Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
As reported, approximately 6 years post op the initial right tha, this 65 y/o male patient was revised. The patient presented back to the office with complaints of pain in the right hip. The patient was implanted with a novation gxl hip liner that is now recalled. The exactech femoral head was removed and the exactech novation crown cup and the liner were removed from the patient. The patient was re-implanted with a competitors product to their acetabulum and an exactech biolox delta options head and sleeve. The patient left the or stable.

Manufacturer narrative:
Pending manufacturer evaluation. Concomitant device(s): serial #: (B)(4), category #: 188-01-11 - wedge plasma x/o sz 11; serial #: (B)(4), category #: 101-05-30 - 3.2mm drill bit30mm 1pk; serial #: (B)(4), category #: 170-36-93 - biolox delta femoral head 36mm od, -3.5mm; serial #: (B)(4), category #: 130-36-54 - nv gxl linr, ntrl, 36mm ID, group 4 cups.

Event description:
Approximately 6 years after initial implantation of right total hip arthroplasty in (B)(6) 2017, it was reported via legal notification that a patient presented back to the office with complaints of pain in the right hip. The patient had to undergo revision hip surgery due to issues with the primary exactech hip product. The patient underwent a right total hip revision in (B)(6) 2023, in which the femoral head, cup, and the liner were removed from the patient. The patient was re-implanted with a competitors product to their acetabulum and an exactech head and sleeve. The patient left the or stable. No complications during the surgical procedure were reported. There are no radiographic images of the device provided and no additional information is available.

Manufacturer narrative:
(D10) concomitant devices: 86-01-60 - integrip cc, cluster 60mm, g4: (B)(6), 188-01-11 - wedge plasma x/o sz 11: (B)(6), 101-05-30 - 3.2mm drill bit30mm 1pk: (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: (B)(6). This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, d1, d4-catalog number, serial number, UDI, d10, h6. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h4, h6. MDR section codes updated/corrected: b, c, d, g. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . The prosthesis wear cannot be confirmed on the provided images and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.